Event description:
It was reported that pump experienced malfunction alarm with code 12 and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, planned to load new cartridge independently, and was advised to call back if malfunction returned.